Event description:
It was reported that the ventilator had a yellow screen across the top. It was reported that the issue occurred during set up for use. No delay to therapy as another unit was brought in. No patient harm. The service engineer (se) inspected the device and could not find a yellow screen across the top. The se found the device had an alarm status bar on top for error code indicating backup alarm failed. The se could not duplicate the reported issue. The unit passed all testing and was returned to use.